Event description:
The posterior condyle of the prosthesis has broken, detected on x-ray.

Manufacturer narrative:
Examination of the submitted device confirmed the reported fracture. The device fractured due to low stress, high cycle fatigue. No material defects or inclusions were noted that would have contributed to the crack initiation or propagation. Review of the device history records did not reveal any related anomalies. The investigation could not determine the root cause of the high cylce fatigue; however, no evidence was found indicating manufacturing/product error were contributing factors. Based on the inability to find evidence of manufacturing or product error as a contributing factor and the inability to identify the root cause of the high cylce fatigue, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.